Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb charging cable and ac adapter were not charging the pump. Customer's blood glucose was not impacted. Customer replaced the devices and reportedly, pump battery was charged.